Manufacturer narrative:
Unit received with damaged with dog chew mark reservoir tube lip. Unit received with missing reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that the customer's insulin pump was damaged after being dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 97 mg/dl at time of reporting. Nothing further reported.